Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Concomitant product: primary and secondary IV bags; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on two occasions, the secondary medication back flowed into the primary IV bag. The secondary medication was empty in approximately 10 minutes. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of backflow was confirmed. No anomalies were observed during visual inspection. Functional testing was performed; fluid was observed to have gone past the check valve indicating a faulty check valve. Testing of the part by the supplier indicated a failed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the backflow was not identified.

Event description:
The customer reported that the secondary medication back flowed into the same primary IV bag on two occasions in the ccu. The first secondary infusion was an azithromycin infusion running at 100 ml/hr which completed in approximately 15 minutes. The second infusion was zosyn programmed to infuse at 12.5 ml/hr and completed in 10 minutes. Neither infusion was repeated as the clinicians were not sure the infusion had back flowed into the primary or if they infused into the patient too quickly. The dosing schedule was not changed as a result of either of the secondary infusion events. There was no patient harm reported.